Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) reported the patient (pt) needed an MRI but caller stated pt is not using the scs anymore. Caller stated the pt reported that the ins battery will not recharge. Caller was inquiring if they can proceed with MRI. Tss reviewed scan-type eligibility report pt's clinician can complete, and reviewed statement in MRI labeling indicating a depleted stimulator is considered off. Pt is meeting with a rep on (B)(6) 2022 to jump-start scs. Rep stated that pt first noted he could not charge in 2020. A rep tried to jump start the battery with no success in 2020. Tried againon (B)(6) 2022 for 3 hours to jump start battery with no success. Pt was concerned they could not have a cervical MRI. The patient was determined to be MRI conditionally safe by the MRI center. Rep reported that no further attempts were made to charge the device. Pt has decided to not try and charge the device any longer. Pt is considering explant with his physician. Patient decided on (B)(6) 2022 to no longer try and recharge the device.